Event description:
Pt in critical condition who had been deteriorating was found pulseless and apneic. Resuscitation was attempted and in the course of the resuscitation, defibrillation was attempted. The co defibrillator failed to charge, and thus could not be discharged to defibrillate pt. Replacement defibrillator was available and used with four mins, with CPR, intubation, oxygen, ambu, etc continuing before, during and after arrival of second defibrillator. Pt did expire. Death was not unexpected as pt had metastatic cancer of the colon. As previously stated, our conclusion is that the device malfunction did not cause or contribute to the death. Malfunction of defibrillator is being reported because rptr is being conservative. Investigation has lead rptr to conclude that the malfunction had no effect on this pt's outcome. Two physicians attending the pt and the code 99 believe that the pt was going to die, could not have survived even if the first defibrillator had functioned. Rptr does not believe "there is a probability that (the defibrillator) has cause or contributed to the death" of this pt.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed, visual examination. Results of evaluation: telemetry failure, charger, power supply. Conclusion: device failed just prior to use. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, user education provided, inserviced by biomedical engineering dept. Staff. Invalid data - on device destroyed/disposed of status.